Event description:
The lead was capped and replaced.

Event description:
Fluoroscopy displayed externalized conductors. Further information is not available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.